Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while performing cardioversion on a patient, their device continually dumped its charge. The customer advised that they pressed the charge button and the device would begin to charge, then say "charge removed." This occurred approximately seven (7) times. Additionally, a service indicator appeared. Because the device was unable to charge, it could not shock. A backup device was obtained and used to continue patient care. The customer advised that the cardioversion procedure was successfully completed. The patient survived the event and there were no reports of any adverse effects as a result of the reported issue. The customer advised that no further details about the patient were available.

Manufacturer narrative:
Based on the information reported, it is reasonable to conclude that the reported issue was due to the device being turned on too quickly after disconnecting ac power from the ac power adapter. The lifepak 12 monitor/defibrillator operating instructions provides instructions indicating that the user should wait at least 2 seconds between disconnecting the power adapter and turning on the defibrillator/monitor. Physio-control contacted the customer to inform them of the device evaluation results and provide them with repair recommendations. The customer declined further service and instead requested that their device be returned to them unrepaired as they will be replacing it.

Event description:
The customer contacted physio-control to report that while performing cardioversion on a patient, their device continually dumped its charge. The customer advised that they pressed the charge button and the device would begin to charge, then say "charge removed." This occurred approximately seven (7) times. Additionally, a service indicator appeared. Because the device was unable to charge, it could not shock. A backup device was obtained and used to continue patient care. The customer advised that the cardioversion procedure was successfully completed. The patient survived the event and there were no reports of any adverse effects as a result of the reported issue. The customer advised that no further details about the patient were available.